Event description:
Rptr had skin breakdown on hands, developed hives, asthma, itching, burning eyes while wearing gloves while working, sinus and middle ear infections, eustachian tube dysfunction. Experienced anaphylaxis and was taken to ER via ambulance. Given epinephrine solumedrol IV albuterol treatments. Rptr now reacts to latex balloons. Unable to work because of the allergy.